Manufacturer narrative:
The pump passed self test and displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. No unexpected battery failed alarms noted during testing. (B)(4).

Event description:
The customer reported via phone call that the insulin pump a hardware low level failure alarm. The customer¿s blood glucose level was 117 mg/dl. The customer reported that they were able to clear the alarm and rewind the insulin pump. The insulin pump also passed the displacement test. The customer also reported some sensor related errors. The insulin pump was returned for analysis.